Event description:
The patient was wearing the pod on the leg for longer than 48 hours at the time of the reported event. The patient reported sustained hyperglycemia, with blood glucose values exceeding 300 mg/dl, and difficulty administering an adequate correction bolus due to the application not permitting an increase beyond 0.25 units. Consequently, blood glucose levels continued to rise. On (B)(6) 2026, the patient sought medical attention for symptoms including vomiting, dizziness, neck pain, back pain, weakness, confusion, and difficulty ambulating. The patient was admitted to the intensive care unit, where evaluations including blood testing, urine testing, and imaging were performed. The diagnoses reported at the time of admission were diabetic ketoacidosis and urinary tract infection. The patient reported ongoing hospitalization at the time of initial contact. Multiple follow-up attempts were made to obtain additional information; however, these attempts were unsuccessful. A supplemental report will be submitted if new information becomes available.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone14.5. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.